Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that it was noted that the proximal catheter was broken and a shunt malfunction was suspected. As a result the device was revised.